Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a b30 (scope communication error), xenon light with 500 hours of use, internal cleaning of the device was necessary, and a function inspection and electrical safety test was performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a colonoscopy procedure, interference on the screen on the evis exera iii xenon light source. The intended procedure was not completed successfully. The procedure was completed with a similar device. There was no clinically relevant extension of the procedure. Upon inspection and testing of the customer returned device, a b30 (scope communication error) occurred. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely error code b30 was due to faulty pins of the scope socket. Olympus will continue to monitor field performance for this device.